Event description:
Related to MFR #: 2183959-2015-00240. It was reported that following the implantation of a retroarc sling the patient experienced mild de-novo difficulty emptying bladder. The patient "went home from the hospital with a catheter in place on (B)(6) 2015." She returned to the office on (B)(6) 2015 and "fill & pull" was performed. "Through the foley catheter the bladder was filled with 300cc. The foley was removed and patient voided. She voided 201 with a post void residual of 199. Then patient spontaneously voided 2 more times in office total of 246 and pvr 266. She was sent home without a foley catheter." The event was considered resolved/recovered with no sequelae on (B)(6) 2015. There were no further patient complications reported as a result of this event.